Event description:
The pt was implanted with a left ventricular assist device (lvad). Information was provided to the MFR through their device tracking system indicating that the pt expired. The pt death was noted as "multi-organ/heart failure."

Event description:
Additional information: it was reported that the event was not device or device therapy related. The patient experienced progressive rv dysfunction and subsequent failure to thrive while in hospice care. The pump was not explanted.

Manufacturer narrative:
Additional information: the pump was not explanted at the time of death and an autopsy was not performed. Although a correlation between the device and the reported multi-organ/right heart failure could not be determined, the hospital did not believe that the event was device or device therapy related. The patient experienced progressive rv dysfunction and subsequent failure to thrive while in hospice care. The IFU lists right heart failure as a potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.